Event description:
It was reported that the needle came loose during drug administration. Per reporter, the part that becomes loose is located above the orange protective cap. It involves both the needle and the small hard piece to which the needle is attached. The needle can be attached securely by twisting it into the orange protective cap, where it then stays in place. Reporter stated the patient received only 0.2 ml, as the needle detached under pressure during the injection. It was decided to administer another 210 mg injection two days later.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.